Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. Customer's blood glucose value was 299 mg/dl at the time of the incident. Customer stated the alarm did not occur immediately after a battery change. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device power up properly after battery installation. No post-reset ram crc alarm noted during testing. Device functioning properly. (B)(4).